Manufacturer narrative:
(B)(4).

Event description:
The customer reported on (B)(6) 2015 that the freedom driver exhibited a fault alarm while supporting an (B)(6) patient. The patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This customer experience was opened for freedom driver s/n (B)(4) and was then updated in july 2015 to freedom driver s/n (B)(4). Freedom driver s/n (B)(4) had already been serviced prior to the update in the serial number. Therefore, this investigation will be limited to a review of the device history record (DHR) only. Review of the DHR confirmed that freedom driver s/n (B)(4) was assembled according to procedure. Freedom driver s/n (B)(4) met all performance test acceptance criteria before its release to finished goods. This issue will continue to monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported on (B)(4) 2015 that the freedom driver exhibited a fault alarm while supporting an ege university school of medicine patient. The patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.